Event description:
It was reported that the reactiv8 system was explanted due to an infection at the implantable pulse generator (ipg) site. The ipg and both leads were removed without complications. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4). The ipg and lead assemblies were evaluated. There was no allegation of any issue with the ipg's functionality. The ipg passed functional testing and performs properly. Visual inspection observed no damage or anomalies with the received ipg. There was no allegation against the functionality of the leads. Both leads passed functional testing. Visual inspection found no damage or anomalies. The device history records were reviewed. No relevant nonconformances were found. Additional information was received that the patient was treated with antibiotics. No pathogen detected; wound swab (microbiological smear) taken from the lesion. Location: right gluteal region, with a skin lesion and transcutaneous purulent discharge. Patient demographic information added. H6 updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the reactiv8 system was explanted due to an infection at the implantable pulse generator (ipg) site. The ipg and both leads were removed without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml # (B)(4). The ipg and lead assemblies were evaluated. There was no allegation of any issue with the ipg's functionality. The ipg passed functional testing and performs properly. Visual inspection observed no damage or anomalies with the received ipg. There was no allegation against the functionality of the leads. Both leads passed functional testing. Visual inspection found no damage or anomalies. The device history records were reviewed. No relevant nonconformances were found. No patient demographic information available. Updated h6.

Event description:
It was reported that the reactiv8 system was explanted due to an infection at the implantable pulse generator (ipg) site. The ipg and both leads were removed without complications. There was no report of patient harm or injury.